Event description:
Additional information: the cause of the event was noted as being "unknown" and "possibly urine". An MRI/x-ray/CT scan of the thoracic and lumbarsacral spine was performed in (B)(6). The patient required hospitalization. No surgical intervention was noted. The drug administered via the pump was clarified as being lioresal.

Manufacturer narrative:
Catheter mode;" 8711, lot #:j11155r55, implanted: (B)(6) 2003, explanted: unk.

Event description:
The patient¿s pump was refilled on (B)(6) 2011. On (B)(6) 2011 the patient was diagnosed with sepsis; and was being treated by a physician. An MRI was ordered due to the patient having pain in their back. Drug delivered via the device was baclofen. Additional information has been requested, but was not available as of the date of this report.